Event description:
During service by baxter, depleted main batteries were found. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.